Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not yet received the vessel sealer (vs) extend instrument for evaluation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow up MDR will be submitted if additional information is received. Based on the information provided, this event is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that the vs extend instrument broke, a fragment fell inside the patient. And was retrieved during the same procedure. At this time it is unknown what caused the breakage to occur. While there was no report of any patient harm, adverse outcome or injury, if this failure were to recur, it could cause or contribute to an adverse event. Site history: a review of the site's complaint history does not show any additional complaints related to this product and/or this event. System log review: the vessel sealer (vs) extend instrument sequence number was not provided. Therefore, an instrument log review of the product related to the complaint cannot be performed at this time. Video/image: no video clip for the reported event was submitted for review.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer noted that a fragment from the vessel sealer (vs) extend instrument fell inside the patient and was retrieved during the same procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter informed there was no additional information available. An additional reporter informed they had followed up with the surgical team and they did not remember any more specific data than was previously provided.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported.

Event description:
Refer to h10/h11 for follow-up information.